Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the pacemaker reverted into back-up mode. The pacemaker was reprogrammed. The patient was in stable condition.